Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing and was determined to meet performance specification requirements. The cause of the event could not be determined. A review of the device event log revealed no failures, malfunctions, or increased intraperitoneal (iipv) events. The device service history and device history records were reviewed. There were no issues identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The correct aware for the follow-up medical device report 001 is (B)(6) 2013.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.